Event description:
The facility reports the resident was normally being lifted in a large sling. The resident had lost weight and was not being lifted in a medium sling. The resident fell out of the sling and into the bath. No injuries were sustained to the client.

Event description:
The facility reports the resident was normally being lifted in a large sling. The resident had lost weight and was not being lifted in a medium sling. The resident fell out of the sling and into the bath. No injuries were sustained to the client.